Event description:
It was reported that a patient underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis that ruptured post implantation. The patient desired bilateral explantation of her implants and patient underwent bilateral explantation surgery on (B)(6) 2025. Rupture was observed when the surgeon went in the left breast.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: desire to remove breast prostheses. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).